Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive and became frozen on the quick bolus screen. During trouble shooting with tandem technical support, the pump was reset. There was no reported impact to the customer's blood glucose level.